Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit would not produce a proper mesh during testing and they replaced the cutter and handle. The unit was tested, calibrated, and returned to the customer. Device history record (DHR) review was unable to be performed as the lot number is unknown. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: japan.

Event description:
It was reported that during kit inspection, there was a scratch on the cutter blade. During product evaluation, it was found that the unit would not produce a proper mesh during testing. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available.